Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, missing shell (25-50%), and crease fold. Weight measurement of the device identified device was underweight. A microanalysis was performed which identified a sharp broken edge and a striated opening. Based on the device analysis the final assessment was a sharp broken edge on posterior due to an unidentified (tear) opening, a striated opening due to surgical damage consistent in the use of some surgical tools, and missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.